Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a trilogy shell - ceramic head on unknown date due to unknown reason and the patient underwent revision surgery on (B)(6) 2017 due to unknown reason where the ceramic head was exchanged.

Manufacturer narrative:
Additional information was requested but is currently not available. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. No trend analysis could be performed as no item number(s) is/are available. Event summary: patient was implanted with trilogy shell - tm primary hip stem - ceramic head on an unknown date (approximately 8 years ago) and underwent revision surgery on (B)(6) 2017 due to pain in his groin and lateral hip. Work up via aseptic process and bone scan revealed that the acetabular component loosening. (B)(4) split case is (B)(4). Review of received data: ap view pelvis and lat view left hip x-rays dated (B)(6) 2017: x-rays were taken before the revision surgery. No problem related to the ceramic head is visible. Distal stem tip is noticed to be touching the cortical wall laterally. Stem is not correctly aligned in the femur canal. Shell is fixated with one screw. Lucency at the gruen zone ii is visible. 4 x-rays dated (B)(6) 2017: x-rays were taken after the revision surgery of the patient. They do not convey any valuable info for the current case. No product was returned to zimmer biomet for in-depth analysis, according to the available information the location is unknown. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated however, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary: ref/lot number of the product is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient¿s medical history is unknown. It is only known that the bone scan revealed the loosening around the acetabular component. In conclusion, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. The investigation of the other components is covered in (B)(4) split case - (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted on the left hip side a trilogy shell - ceramic head approximately 8 years ago and underwent a revision surgery on (B)(6) 2017 due to pain in his groin and lateral hip. Work up via aseptic process and bone scan revealed that the acetabular component loosening. This is a split case: trilogy shell was captured under (B)(4) complaint: (B)(4).